Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 1.5 mm from the balloon's proximal neck. The review of the lot history record (f1530908) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, this type of tear is typically observed when the balloon comes into contact with calcification and or other procedural devices (such as stent placement or vascular graft), potentially contributing to a tear in the balloon. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that while pulling the balloon of the mynx ace device back to the arteriotomy, the balloon lost pressure. The device was being used for arterial closure following an interventional procedure. During the preparation of the device, the black marker on the inflation indicator was fully exposed. It was unknown if resistance was felt during device insertion or during pullback of the balloon to the arteriotomy. The device was pulled out and another mynx ace vascular closure device was used to achieve hemostasis. The patient was described as fine and hospitalization was not prolonged. Additional information was requested but was unknown.